Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to the lead was moved in the vessel, which was confirmed via x-ray, and increased in threshold measurements. This lv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to the lead was moved in the vessel and increased in threshold measurements. This lv lead was replaced. No additional adverse patient effects were reported.